Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device failed the opt -check and could not deliver a test shock. There was no reported patient involvement.

Manufacturer narrative:
Note that fco includes upgrading the device software and replacing the following parts: speaker assembly, battery pca with stabilizer, therapy pca, processor pca, rear assembly, therapy port receptacle with therapy port receptacle extender, lan to processor pca cable, power supply to therapy pca cable, and ECG port connector block.